Manufacturer narrative:
Gtin number for item: me2020, lot:17015708 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "intralipids infusing into a central line. A leak was detected in the tubing around 2am. The IV tubing was changed and at 3:30am a leak was found in the new tubing again. The tubing was changed again with different lot number. This is the 4th event related to this lot number." There was no patient harm.

Event description:
There was no patient harm. A note received with the product sample indicates the infusion was lipids at 0.4 ml/hr which was to begin at 0300.